Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had not had two leads implanted prior to the revision. It was clarified that only one lead had been implanted in the patient, and it was that lead that was replaced during the revision.

Event description:
It was reported that the patient had had a lead revision, during which her leads were replaced. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)